Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they  only experienced improvement for the first couple of days after the implant. Patient said that has been peeing a lot, every 15-60 minutes during the day and gets up 2-3 times during the night. Patient said that she also has a suprapubic catheter which she received around (B)(6) 2020. Patient said that she doesn't know how to use the handset and communication. Patient said when she called hcp office was told that her next appointment is in october. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information, including healing time factors, expectations and explained that time to therapeutic benefit varies. Reviewed general programming guidance. With instruction, patient and husband were able to connect, patient on program 2 at 1.0. Patient increased to 1.2 and said that the stimulation sensation is comfortable. Patient to monitor and track her symptoms for at least 4-7 days and based on results make another adjustment if needed.  No further complications were reported/anticipated at this time.